Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal and distal insulations abraded between 18 cm and 20 cm from the connector pin. When the lead was moved or otherwise manipulated in the crush area, the proximal and distal coils made contact, which could result in a sensing anomaly.

Event description:
It was reported that the ventricular lead exhibited noise. The lead was explanted and replaced.